Event description:
According to the information received, during the performance of a hysteroscopic procedure, using the bipolar electrode in question to electrocute a naboth cyst, there was a sudden detachment of the active part of the said electrode, which instantly fragmented, making it impossible to recover any fragments in the uterus.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).